Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed motor rate error. Functional testing confirmed the motor rate error. The likely root cause of the motor rate error was a failed sensor on the main printed circuit board. The main board was replaced in order to address the issue.

Event description:
It was reported that the pump was broken prior to patient use. There was no patient involvement. Evaluation of the returned device identified a motor rate error due to a failure of the sensor and/or main printed circuit board.